Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-31051, related manufacturer reference number: 2017865-2021-31054. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.